Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited poor sensing issues. The lead was replaced with new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress du. Ring attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited poor sensing issues. The lead was replaced with new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.